Event description:
The customer reported via phone call indicating that the insulin pump alarm an a33. Customer's blood glucose was 311 mg/dl. The customer stated that she was unable to successfully prime the set. Customer was advised to discontinue use of the device and revert to a back up plan. The customer was advice that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.